Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call by customer's mother that the customer had high blood glucose; treated with an injection and had a bent cannula. Customer's blood glucose was over 500mg/dl. He treated with an injection, and then went below 70mg/dl which was treated with food. Customer's mother declined troubleshooting for high/low blood glucose.